Event description:
It was reported that the femoral introducer was broken. The lateral red knob/ mechanism was ceased and the surgeon could not tighten introducer around the implant for impaction.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: performing velys attune tkr with [surgeon] yesterday evening. Tkr went to plan - however, prior to cementing the femur prosthesis; the scrub nurse noticed the femoral introducer was broken. The lateral red knob/ mechanism was ceased and the surgeon couldn't tighten introducer around the implant for impaction. The introducer was red tagged and another tray was opened to perform cementing etc. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found no cosmetic defects on the surface of the device. A dimensional inspection was not conducted due to not being applicable to the complaint condition a functional evaluation was performed and it revealed both the side and the central knob were jammed and impossible to move. Given the observed condition of the device it is not unreasonable to conclude that the attune femoral introducer was unable to hold/retain. The potential cause is being attributed to maintenance as it was indicated in IFU-0902-00-836 rev. G that all moving parts must be lubricated with a water-soluble lubricant. Lubricate after cleaning and prior to sterilization. The overall complaint was confirmed as the observed condition of the attune femoral introducer would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to maintenance, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.